Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard shielded IV catheter had only partial retraction upon activation of the retraction mechanism. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had only partial retraction upon activation of the retraction mechanism. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.